Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on april 22, 2015. Visual inspection of the actual sample revealed crazing around the top housing weld. A small crack was found on the top housing underneath the outlet port, as well as multiple cracks on the top housing near the weld. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg. The sample began leaking after 30 seconds of testing. The leak was coming from the cracks in the top housing located at the top housing / separator weld underneath the outlet port of the pump. Eight retention samples from the same product code were visually inspected and no anomalies were noted. A review of the device history record revealed no anomalies. The part was subjected to a 100% leak test prior to packaging. The sample was likely damaged after packaging causing it to crack and leak. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, more than 10 ml of priming fluid leaked from the device and caused the procedure to be delayed approximately 15 minutes. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.